Manufacturer narrative:
One i3 unit was returned with accessories. External visual inspection of returned material revealed functional damage to the pvc overmold area of the right angle extension cable. A test right angle extension cable was used for performance testing due to the functional damage, the unit powered on successfully, and no sparking was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient unit was sparking from the electrical cord connection. The unit was replaced.